Manufacturer narrative:
Product analysis: the device returned in two pieces. Size indicated on strain relief was 0.014in x 150cm. The catheter was blocked with biologics. An inhouse wire was loaded via the hub and it exited the detached section of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A trailblazer support catheter was intended to be used for treatment of the anterior tibial artery. A non medtronic 0.014 guidewire was used. The IFU was followed. It was reported there was severe resistance when advancing the guidewire, the device was inside the patient when the issue occurred. The device was safely removed.